Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was replaced due to undersensing. The ICD was replaced at the same time due to eri and the ra was replaced due to loss of capture. No adverse patient events were reported.